Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-03386. The pt received a scs system on (B)(6) 2010. It was reported that the pt cannot increase stimulation past perception on any of her programs. The pt will meet with local representative for reprogramming. No further info is available at this time.